Event description:
In removing the imaging catheter from the lesion, the physician felt resistance. The distal tip of the imaging catheter separated outside the pt upon removal. The procedure was completed with another same type device. No pt complications were reported.